Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve, diaphragm, and pressure relief valve were replaced. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported that, during a case, the unit stacks breaths in the pressure control mode when set over 30 cmh2o. There was no reported patient injury.